Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked and bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen on top of insulin pump causing display screen to crack. Customer reported that there were ink blotches on display screen. Customer's blood glucose was 168 mg/dl. Customer was advised that insulin pump would need to be replaced.